Event description:
A hospital employee was in the process of locking a stretcher. When the employee pressed down on the pedal, the pedal flipped 180 degrees. This prevented the stretcher from locking and posed a potential harm to the employee as their foot slipped off the pedal.======================manufacturer response for stretcher, (brand not provided) (per site reporter).======================manufacturer has indicated they are working on a permanent replacement. Until then a repair process was communicated to staff to re-flip the foot pedal.